Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an elevated right ventricular end diastolic pressure (rvedp) and fontan pressure which caused poor output and severe end organ dysfunction in the liver. The patient passed away due to organ failure as a result of an underlying congenital heart disease, hypoplastic left heart syndrome. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient outcome was not considered to be device related and (B)(6) was reported to have been operating as intended. An autopsy was not performed, and the device was not returned for testing. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.